Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation of tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old female patient underwent a breast reduction procedure with a mentor cpx 4 breast tissue expander 450cc device that deflated after implantation. The expander was filled with saline which leaked out of a hole on the side of the device near the port where the saline was injected into. As a result, the patient underwent explantation on (B)(6) 2019. The explanted device was discarded after surgery.